Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED's failure to sense the pads. The AED was requested to be returned so they it may be evaluated and tested. To date the AED has not been returned and the root cause is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported a customer's pads are not recognized by the AED. They reported this did not occur during patient use.